Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflation".

Event description:
Healthcare professional reported right side deflation. The device has been replaced.

Event description:
Healthcare professional reported right side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on anterior around the opening has non-penetrating nicks and device appearance (observed void in the diaphragm valve in the part no texturized, it¿s not considered workmanship). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.